Event description:
It was reported that during an atrial fibrillation procedure, after ablation was performed, the contraction motion of the posterior la was decreased. Therefore echocardiography was performed and found that cardiac tamponade had occurred. Drainage was performed. The patient was in stable condition. Additional information: trans-septal puncture was performed from femoral vein, using by the sl 8.5, sl0 and agilis. The brockenbrough approach was performed by contrast and fluoroscopy with two punctures and three sheaths (without using ice catheter). After brockenbrough was performed, la contrast was performed with the sheath then the ez steer thermocool catheter was inserted. There were three products in the cardiac chamber " single lasso, ice catheter and the ez steer thermocool catheter. Created the map by carto and merged it. The ice catheter was inserted into the pv and performed ablation while confirming the direction of the catheter. The setting of the ablation was 30 watts, 360 seconds as normal. Karina ablation was performed on the anterior lspv from 12 o'clock direction. After disappearing of the electrical potential on the lspv, the lasso was inserted to the lipv and the ice catheter was set. At that time, found that the contraction motion of the posterior la was decreased, the cardiac tamponade was found by the echo cardiography. Drainage was performed. The amount of the drainage was 150 cc.. After that, the procedure was done by performing 4pv isolations. There were no abnormalities of changing impedance or rising temperature while performing ablation. The physician thought that the cause of the adverse event might be from the ablation. The ablation was performed by confirming the location information which was obtained from merge and intravascular ultrasound, though it was performed without accurate location information between the anterior lspv and karina.

Manufacturer narrative:
(B)(4). It was reported that the catheter would not be returned for analysis since it was discarded by the customer. Per the information obtained from customer, the tamponade was mild and the condition of the patient improved. The prognosis for the patient was satisfactory. The event was regarded as possibly procedure related.